Event description:
Reportedly, the patient mplanted on (B)(6) 2025, one day post implantation the dislodgment of the atriale lead was spotted. On (B)(6) 2025 a reintervention was performed and the atrial lead was ambulatory repositioned.